Manufacturer narrative:
Correction information was provided in a.2., b.5., b.7., d.6.a. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical neurologist, also a consumer, reported that following an intraocular lens implant procedure, the consumer experienced mild browning of vision in both eyes, more in the right than the left. The consumer took amiodarone for seven years to sustain normal sinus rhythm after a failed cardiac ablation in 2010. Normal sinus rhythm was achieved with a second cardiac ablation in 2020. As per the consumer, the antiarrhythmic drug amiodarone has been reported to promote brownish discoloration of intraocular lenses. The consumer found citations in the literature indicating that chronic exposure to amiodarone can induce this discoloration in some lenses. The consumer had specific lenses in the eyes that have been reported to develop the same complication after chronic exposure to the antiarrhythmic drug. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested and received, stating that the consumer experienced superior altitudinal visual loss in the left eye secondary to intra retinal balloon angioplasty occlusion. The consumer also reported yellowing of vision due to amiodarone induced vortex keratopathy, with no other complications from amiodarone noted to date. Vortex keratopathy and asteroid cataracts secondary to amiodarone persisted. An insidious onset of nocturnal retinal bleaching symptoms was noted in both eyes, more pronounced in the right. The consumer attributed this to watching a wide screen television monitor without ambient lighting in the room. The consumer described rod function as impaired in the centrocecal regions, particularly around the right macula, and to a lesser extent below the left macula in the preserved visual field. After discontinuing amiodarone, vortex keratoses in the right eye resolved and yellowing of vision cleared. The consumer agreed that the retinal bleaching was most likely due to bright monitor exposure. The consumer reported noticing a lessening of the visual defect, which appeared as a half donut shape dark when the eyes were open and light when closed. Floaters were present, more in the right eye than the left. Drusen were noted in both eyes along with posterior vitreous detachment and yag capsulotomy. No formal opinion was given on the bleaching, which remained subjectively more noticeable at night. A faint almost imperceptible browning of daytime vision was observed in the same shape as the nocturnal pattern but only in the right eye. Nocturnal paracentral visual loss in the right eye occupied half the diameter of the visual field from 10 to 4 oclock. In the left eye it occupied approximately 20 percent of the visual field diameter limited to the inferior region. Night blind spots recurred regularly at consistent dimensions and resolved almost entirely with brief full light exposure approximately a count of ten only to return after eye closure or lights out. There was no interval change in visual symptoms. However closer observation revealed that the area of nocturnal visual impairment in the right eye could now appear completely circular with sufficient exposure to bright white monitor light before lights out. This effect could be minimized or nearly prevented by avoiding such exposure. The same area could be detected during daylight hours through careful left right eye comparison appearing as a circular faintly brown tinted region corresponding to the denser area of nighttime impairment and seemingly matching the diameter of the iris.

Event description:
Patient stated patient was experiencing mild ¿browning¿ of vision in both eyes, right more than left. It was also stated that patient found citations in the literature to indicate that chronic exposure to amiodarone can induce this discoloration in some intraocular lens (iol)s. Patient mentioned that patient was on amiodarone for seven years to sustain normal sinus rhythm after failed cardiac ablation. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right or left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).